Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have called two days ago about issue with the insulin pump. Customer states that she had battery issues and received a replacement battery cap today. The customer changed cap and is getting power error again. Advised to remove the aa battery from the insulin pump and monitor the notification light. The notification light did not immediately stop flashing. The customer is not using a 620g/640g pump with software version 2.6. The customer also stated replace battery now alarm did not receive a low battery alert, this is the second occurrence of replace battery now without a low battery warning. The customer was advised the insulin pump will need to be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm, replace battery now alarm and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump was received with scratched case.